Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the lead would not sit in the 8-15 slot of the battery at all. Impedances were off on all aspects of the lead. A new implantable neurostimulator (ins) was opened, used, and impedances were better and reported to be okay on 0-7 but not on the 8-15. Impedance measurements were checked multiple times. A new lead was opened, used, and impedances were reported to be good. This resolved the issue. There were no known environmental factors that led to this event. The ins and lead that were used but then removed due to the reported events would be returned for analysis. Patient weight and medical history were asked but would not be made available. It was noted that the patient was alive with no injury. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the device will be returned. No further complications were reported.